Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, adhesions, seroma, chronic pain and subsequent surgical intervention for mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, inflammation and seroma as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol perfix plug (device #2). Additional emdrs were submitted to represent the perfix plug (device #1) and the bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient was implanted with the bard/davol perfix plug and non-bard/davol mesh, collectively known as "mesh products". Attorney alleges that the patient was implanted with a non-bard/davol mesh to repair a hernia in the right lower quadrant on or about (B)(6) 2012. It is alleged that as a direct and proximate result of defendants¿ defective design, manufacture, marketing, distribution, and/or sale of non-bard/davol mesh and the perfix plugs and placing the defective products into the stream of commerce, the patient has been injured and damaged as follows: it is alleged that on (B)(6) 2013, the patient underwent revision of the non-bard/davol mesh. It is alleged that on or about (B)(6) 2013, the patient underwent revision of the non-bard/davol mesh, underwent right abdominal hernia repair and was implanted with two bard/davol perfix plugs. It is also alleged that on or about on or about (B)(6) 2017, the patient underwent removal of the mesh products, right lower quadrant hernia repair and was implanted with a third bard/davol perfix plug. It is alleged that the patient underwent revision of the perfix plug on or about (B)(6) 2018 and on or about (B)(6) 2019. It is alleged that on or about (B)(6) 2019, the patient underwent removal of the bard/davol perfix plug. It is alleged that the patient experienced and/or continues to experience severe and chronic pain/discomfort, inflammation, dense adhesions, mesh contraction, seroma, recurrence, and surgeries to remove the mesh products, which have impaired the activities of daily living. It is also alleged that the patient underwent additional surgeries on or about (B)(6) 2019 and (B)(6) 2020. It is alleged that the patient at a higher risk of severe complications during abdominal surgery, to the extent that future abdominal operations might not be feasible. It is alleged that the patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. It is alleged that when the mesh products were implanted in the patient's body it was defectively manufactured. Attorney also alleges past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by the patient and permanent impairment.